Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device also had a cracked reservoir tube lip and cracked case near display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture and was not functioning. The customer stated that the device got wet in the shower. She confirmed the device had no cracks but there is fluid under the lcd display. Customer's blood glucose value was 200 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.